Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) on a patient with a very small ventricle that upon releasing from the catheter, the rvlp was dislodged. The rvlp was retrieved and removed, the procedure was completed without a replacement. The patient was stable following the procedure.